Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es bio ID needs replacement. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the biometric identifier failed. The field service engineer (fse) noted that the biometric identifier was intermittently failing to scan. So, the fse replaced the scanner and biometric identifier to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had biometric identifier failure and requested for a replacement. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.